Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received a "false" occlusion alarm. The customer's blood glucose level (bg) was 300 mg/dl. The customer administered 2 insulin injections and the bg level was 345 mg/dl. The contact declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusion alarm.